Manufacturer narrative:
Multiple attempts to obtain additional information were not successful. With no returned sample and no lot number provided, a full review could not be performed. If additional relevant information is provided in the future, the complaint will be reopened and a follow-up report will be submitted. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up will be submitted. Refer to MDR 1216348-2018-10641 for information regarding the second device reported in this event.

Event description:
As reported by a surgeon, a patient, with a microsensor implanted and attached to an icp express, had an MRI and subsequently suffered a stroke. The surgeon, a darwin radiographer, said the alleged incident occurred approximately 15-20 years ago. There was a facility in (B)(4) completing trials of the microsensor at the time.